Event description:
It was reported that the needle 27x1-1/4 rb experienced a loose needle/needle pulled out of hub that became embedded within the patient during use. This malfunction led to a serious injury in the form of medical intervention with the patient undergoing surgery to remove embedded needle, and stitches after its removal. The following information was provided by the initial reporter: material no.: 305136 batch no.: 8250793 per email: issue with needle separating from hub. Had to do a cut down to retrieve. Per verbatim: customer referenced catalog #305136, lot # 8250793. Customer stated that while injecting localized anesthesia, the needle separated from the hub and was left stuck in the patient. Needle had to be surgically removed, and patient had to get stitches.

Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The returned needle hub and cannula were examined using 10x magnification. When examining the needle hub it was observed that there was still part of the cannula in the needle hub. It was also observed that the needle portion which was still in the needle hub was slightly bent. The returned cannula was observed to be hooked. Additionally, one (1) photo was also provided by the customer. The photo shows a syringe with a needle hub attached and a cannula with a hook. The needle hub assembly in the picture shows where the needle has been broken off. Based on the investigation conclusion bd acknowledges that the returned needle hub assembly has a needle which has been broken off. As the portion of the cannula which is still in the needle hub assembly is bent it is likely that the needle was slightly bent when it was shielded which could have contributed to the needle breaking during use. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion bd acknowledges that the returned needle hub assembly has a needle which has been broken off. As the portion of the cannula which is still in the needle hub assembly is bent it is likely that the needle was slightly bent when it was shielded which could have contributed to the needle breaking during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 27x1-1/4 rb experienced a loose needle/needle pulled out of hub that became embedded within the patient during use. This malfunction led to a serious injury in the form of medical intervention with the patient undergoing surgery to remove embedded needle, and stitches after its removal. The following information was provided by the initial reporter: material no.: 305136, batch no.: 8250793. Per email: issue with needle separating from hub. Had to do a cut down to retrieve. Per verbatim: customer referenced catalog #305136, lot # 8250793. Customer stated that while injecting localized anesthesia, the needle separated from the hub and was left stuck in the patient. Needle had to be surgically removed, and patient had to get stitches.